Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under report 8043484-2020-00132, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
The customer says that the pico dressing did not absorb the exudate despite being perfectly sealed and without leakage alarms. The dressing was not saturated but the exudate accumulated between the skin and the silicone interface expanding laterally without being absorbed. This resulted in skin maceration, increasing the risk of dehiscence and infection. In this case, this episode led to the client having to use 1 more week of pico because the borders became luscious and with less consistent scarring than usual.